Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed the damage. The fse replaced the console cover with a new cover. Unit was returned to customer for use.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit rear outer cover was bent . The performance of the unit was not effected. There was no patient involvement.

Event description:
It was reported that during transport, the cardiosave intra-aortic balloon pump (iabp) unit rear outer cover was bent . The performance of the unit was not effected.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.